Event description:
The account alleged the brake casters do not roll, but do ratchet side to side when pushed. No pt impact.

Manufacturer narrative:
The account replaced all brake casters to resolve the issue.